Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coils fragmented and embedded in the uterus and cervix'), device expulsion ('coils fragmented and embedded in the uterus and cervix') and device breakage ('coils fragmented and embedded in the uterus and cervix') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal distension ("tight and bloated"), device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). At the time of the report, the embedded device and abdominal distension outcome was unknown. The reporter considered abdominal distension, device breakage, device expulsion and embedded device to be related to essure. Concerning the injuries reported in this case, the following one/ ones were reported via social media: abdominal distension, device breakage, device expulsion and embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coils fragmented and embedded in the uterus and cervix'), device expulsion ('coils fragmented and embedded in the uterus and cervix') and device breakage ('coils fragmented and embedded in the uterus and cervix') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and abdominal distension ("tight and bloated"). At the time of the report, the embedded device and abdominal distension outcome was unknown. The reporter considered abdominal distension, device breakage, device expulsion and embedded device to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: uterine perforation and abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.